Event description:
It was reported that stent damage occurred. A 20 x 3.50 promus premier drug-eluting stent was selected for use. However, it was found that the stent was damaged. No patient complications were reported.

Manufacturer narrative:
Date of event: used the first day of the month of aware date, as event date was not provided.